Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device was returned for investigation. The device was returned in used, broken condition; it was shattered into multiple pieces. Due to the state of return, dimensional and functional testing could not be conducted. The pieces were noted to be brittle. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the physician advanced the device during manipulation into the bile duct upon withdrawal through the trocar all but 1cm sheared off in the trocar. Another device was opened and successfully placed in the patient. A section of the device did not remain inside the patient¿s body no additional information was available at the time of this report.